Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the chemo was leaking from tubing inside of the pouch. Patient notes dried white residue on tubing and bag. They had already powered the pump off and was advised to close the clamps. The chemo spill precautions were discussed. The patient was connected to a 5fu. There was no reported patient harm. The event occurred while in use with patient at patient's home.